Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy; due to sui and pop.

Manufacturer narrative:
Date sent to the FDA: 06/09/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent repair of the paravaginal defect with lysis of scar tissue on (B)(6) 2007 due to dyspareunia. It was reported that patient underwent lysis of vaginal adhesion, reapproximation of the vaginal skin, resection and removal of the vaginal septum on (B)(6) 2008 due to dyspareunia from vaginal adhesions. (B)(4).